Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-34-us, serial/lot #: (B)(4), ubd: 03-feb-2021, UDI#: (B)(4). Product analysis: the dcs and valve were not returned. The dcs was discarded and the valve remains implanted. Therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34mm transcatheter bioprosthetic valve, into a patient with low flow, low gradients, and no calcium on the native valve, with good initial valve position at a depth of 3mm on the non-coronary cusp and 3mm on the left coronary cusp, when the valve was deployed it ¿dove¿ to a depth of 14mm. Severe paravalvular leak (pvl) was noted. Subsequently, a second 34mm valve was implanted which resolved the pvl. No additional adverse patient effects were reported.